Event description:
It was reported that a female patient who underwent breast augmentation with unknown mentor gel implants experienced bilateral rupture post procedure. As a result, explant was performed on (B)(6) 2023. See 1645337-2023-01296 for contralateral prosthesis report.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on march 27, 2023. The impacted product, previously unknown, is a 350cc mentor memorygel breast implant, catalog #3507350bc, lot #5733500. A manufacturing record evaluation was performed for the finished device 5733500 number, and no non-conformances were identified. The investigation of the photograph provided was completed by the failure analysis lab on april 13, 2023. Device evaluation summary: upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).